Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One product sample was received within a generic plastic bag. The returned sample consisted of a 5 fr urethane umbilical catheter with signs of use. After visual inspection, a hole was found below the strain relief, at the base of the luer fitting. During functional testing (underwater test), bubbles were detected coming out below the strain relief. Per the instructions for use (IFU): exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break and do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Based on the event description, this crack and leak may have been caused during the placement of the hemostat therefore the catheter was being handled when it cracked and leaked. The dwell time of the catheter was not specified however based on samples received it can be noticed that the catheter was in use since samples showed blood residues inside. There are a number of alternatives on the field such as exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the hole encountered caused a leak which would certainly be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Therefore based on all gathered information the most probable cause could be attributed to improper use of sharp object, excessive force or rough edge. The device was more likely damaged during use. Although the lot number was not provided, based on the measurement performed for the strain relief, it can be concluded that it was produced with the old strain relief design. After a qseas evaluation, it was defined that this event is being handled through a formal corrective and preventive action (CAPA) and no additional actions are required. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel cather. The customer reports that the unit was cracked and leaking and may have been caused during the placement of the hemo stat on the unit but the customer is unsure.

Manufacturer narrative:
Submit date: 3/13/2015.an investigation is currently underway. Upon completion, the results will be forwarded.attempts to gather information from the customer were made the customer advised that they are not able to provide any further information regarding this incident. If additional pertinent information becomes available, the report will be updated.